Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-aug-2018 with the following findings: a visual inspection of the pump revealed cracks in the battery compartment and corrosion in the battery compartment. There was evidence of moisture contamination inside the battery compartment and underside of battery cap. The returned battery cap threads were damaged and was unable to fully tighten to the pump. The battery cap height and width measurements were within specifications. During investigation, the pump was found to be unresponsive with no vibration, no audible tones and a blank display screen with returned battery cap and a test battery cap. A leak test was performed and a leak was found at the battery compartment crack. The attempt to download the pump history and black box was unsuccessful. Further testing was not able to be performed due to the unresponsive pump. The pump was opened and no evidence of additional moisture was observed inside pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.